Event description:
During a knee arthroscopy, the surgeon was using a 4.5mm elite blade, intra-operative it was reported that ¿black marks¿ appeared to be coming off the blade. The operating surgeon confirmed that the black material was transferred over to the tissue of the patient. A backup device was on hand to complete the procedure.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. (B)(4).

Manufacturer narrative:
One device was returned and subjected to visual examination of the blade tip surfaces. It was observed that the inner blade presented with radial burnish marks of the tip surface with corresponding witness marks on the ID of the outer blade. All dimensional tolerances were within design requirements and the blade rotated freely and normally. The likely cause of the black marks was due to the light abrasion of the inner blade plated surface. The result was a deposit of fine particulate on the tissue. (B)(4).